Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been running high all day. Customer's blood glucose was at 400 mg/dl. Customer stated that she gave herself a bolus. Customer later checked her blood glucose and the meter read high. Customer noticed that it was a little wet at the site. Customer removed the set and the cannula was straight but the site was wet. Customer stated that she has a back-up plan. Customer treated with an injection. Troubleshooting was performed and the insulin did exit during manual prime. Customer had a low reservoir alert and no delivery alarm. The pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.